Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, reason for mesh implantation: stress urinary incontinence. Procedure (s) performed: urethral sling procedure, tension free, using uretex device and cystoscopy. Complications post mesh placement: in 2014 patient experienced decreased libido, vaginal discharge, bleeding and hematuria 2005: decreased libido 2009: decreased libido 2013: right lower quadrant pain, persistent pelvic pain and lower abdominal pain. Additional surgery: in 2013 patient underwent laparoscopic right salpingo-oophorectomy and laparoscopic lysis of adhesions under general anesthesia. Complications post additional surgery: patient experienced right lower quadrant pain, occasional constipation, moderate pelvic pain especially on right mid quadrant and intestinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was placed for stress urinary incontinence with a cystoscopy. The device had no specified complaint. The patient experienced incomplete bladder emptying, vaginal discharge, abdominal and pelvic pain, decreased libido, acute lower quadrant pain, diarrhea, and constipation. Patient status was unknown.